Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer stated that discrepant results were generated on the architect c4000 analyzer. Field service was dispatched to inspect the analyzer. The r1 and r2 reagent probes were replaced to partially resolve the issue and the ict module was aligned/recalibrated to complete the troubleshooting. No adverse impact to patient management was reported. Patient #1 sodium: initial 169 mmol/l, retest 143 mmol/l. Potassium: initial 4.59 mmol/l, retest 3.90 mmol/l. Chloride: initial 123 mmol/l, retest 105 mmol/l. Patient #2 sodium: initial <100 mmol/l, retest not provided but within normal range of 137 - 144 mmol/l. Potassium: initial <1.0 mmol/l, retest not provided but within normal range of 3.4 - 4.5 mmol/l. Chloride: initial <50 mmol/l, retest not provided but within normal range of 98 - 107 mmol/l.

Manufacturer narrative:
A return was not available, nor required for investigation. The r1 reagent probe (list number (B)(4)) was identified as the likely cause and replacing the reagent probe and recalibrating the ict assays resolved the issue on site. Review of historical complaint data and quality metrics did not identify any trend of reagent probe or architect c4000 issues causing the generation of discrepant assay results. The architect system operations manual provides information with regard to required maintenance, component replacement and verification, and troubleshooting the reported issue. The complaint investigation information does not reasonably suggest a device malfunction caused the issue. The issue was resolved in a manner consistent with standard troubleshooting in the architect system operations manual. Based on the investigation performed, a deficiency is not identified.